Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be damaged. The active exhalation control module will need replaced to address the issue. The device had evidence of physical damage.